Event description:
The hospital reported an error that resulted in high co2 delivery during a case. The unit was replaced and case resumed. There was no report of patient injury.

Manufacturer narrative:
Customer contact reports no patient information is available. Legal manufacturer: hcs madison - (B)(4).